Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) reported that there was a leak with the safety disk, and that there was a pore in the membrane. The part was replaced and returned to getinge. If any further information was provided, the complaint will be processed accordingly. The failure analysis and testing dept. Received part number safety disk serial number with a reported unit failure of leak test fails. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number safety disk serial number into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number revision f and the cardiosave service manual part number revision r. The fat dept. Proceeded to perform the all manifold test. The safety disk failed the membrane leak test with a result of 9mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the fat dept. Per procedure number (B)(4) rev. As.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check by getinge fst, the cardiosave intra-aortic balloon pump (iabp) has a leak issue with safety disk. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. A getinge field service engineer (fse) reported that there was a leak with the safety disk, and that there was a pore in the membrane. The part was replaced and returned to getinge. If any further information was provided, the complaint will be processed accordingly. The failure analysis and testing dept. Received part number (B)(4) safety disk serial number (B)(6) with a reported unit failure of leak test fails. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number (B)(4) safety disk serial number (B)(6) into the cardiosave test fixture serial number (B)(6) tested the safety disk to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number (B)(4) revision r. The fat dept. Proceeded to perform the all manifold test. The safety disk failed the membrane leak test with a result of 9mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the fat dept. Per procedure number (B)(4) rev. As.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).